Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 115 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention required on (B)(6) 2015 when customer called emergency medical services (ems) as a result of the meter's readings. Customer performed blood glucose test on (B)(6) 2015 with results of 505mg/dl at bedtime and then administered insulin. When customer woke up in the morning on (B)(6) 2015 and performed back to back blood glucose test, her results were lo and 101 mg/dl. Blood glucose test performed by ems with result of 20 mg/dl. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 122 mg/dl and 95 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 101mg/dl (B)(6) 2015 02:24am fasting:yes, lo (B)(6) 2015 02:19am fasting:yes, 329mg/dl (B)(6) 2015 11:14pm fasting:no, 505mg/dl (B)(6) 2015 10:12pm fasting:no, 267mg/dl (B)(6) 2015 05:04pm fasting:no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 115 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention required on (B)(6) 2015 when customer called emergency medical services (ems) as a result of the meter's readings. Customer performed blood glucose test on (B)(6) 2015 with results of 505mg/dl at bedtime and then administered insulin. When customer woke up in the morning on (B)(6) 2015 and performed back to back blood glucose test, her results were lo and 101 mg/dl. Blood glucose test performed by ems with result of 20 mg/dl. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 122 mg/dl and 95 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.